Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with his implantable cardioverter defibrillator exhibiting backup vvi operation. The patient was not known to be symptomatic. The device was reprogrammed successfully and the patient was discharged.